Manufacturer narrative:
No customer returns were available for evaluation. A review of ticket trending for alinity c calcium reagent product lot number (63032un18) did find other complaints that was similar to this issue. In those cases, no deficiency was identified. The trend review by the product list number found no trends related to this issue. Labeling was reviewed and found to adequately address the issue under review. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased calcium result generated on the alinity c analyzer on one patient. Results provided: 4.4 / 8.4 mg/dl (normal range: 8.4-10.2 mg/dl). No impact to patient management was reported.